Event description:
User facility medwatch received that states: "rn noted small leak in blood tubing after 15 minutes of monitoring pt during administration of blood." The facility's risk manager was contacted and indicated the tubing and no further info were available. No pt harm was reported.

Manufacturer narrative:
Manufacturer's report date: 5/27/2009. Pt info requested and all available info is included. This report was filed by the manufacturer. A copy of user facility medwatch is attached to this report. The customer reported the product was not available for investigation. The lot number was not identified; therefore, we are unable to determine the root cause and perform a history record review.